Manufacturer narrative:
Continuation of d10: product ID 97755 serial# (B)(6) product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative (rep), regarding a patient (pt) with an implantable neurostimulator (ins). It was reported that the pt states they were unable to connect controller to ins. Troubleshooting was performed, and it was stated that the suspected cause was ins depletion. Information was received from a manufacturer representative (rep), regarding a patient (pt) regarding an external device. Rep states the pt called them today and noted that the pt was in passive recharge mode and has 88 as the high number but the pt alleges, they are getting a continuous 0 value for the middle number. The rep states that the pt noted the 'wire' on the recharger (rtm) was heating up excessively. The rep states that the pt needs an MRI in two weeks and subsequently needs the ins charged. The caller did not have the serial number of the rtm at the time of the call so they will check back with pt to confirm. A replacement rtm was requested. Rep states the pt has had difficulty charging, which was documented in a previous event ((B)(4)). The rep states the pt 'continues to have challenges getting controller to charge the ins'.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that it was confirmed to bea malfunctioning paddle connection. When the paddle was replaced, the issue was resolved and the patient was again able to charge without difficulty. The patient needs an MRI in two weeks and subsequently needs the ins charged. The rep has no records or documentation related to any MRI. No issues with implant or therapy. MRI status unknown. The information was also confirmed with a physician/account.

Manufacturer narrative:
Product ID 97755, serial# (B)(6) was returned for analysis. Analysis found there was a failure with the recharger and that a "no device found" message was seen. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.